Event description:
The customer observed a false positive architect total b-hcg result for one 37 year old female patient diagnosed with cervical carcinoma. The sample was repeated with negative results. The following data was provided: initial result = 339.28 miu/ml; repeat result on same sample = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any increase in complaints for the complaint issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. The overall performance of the architect total b-hcg reagent, lot 65732ud02 in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent, lot 65732ud02 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one 37 year old female patient diagnosed with cervical carcinoma. The sample was repeated with negative results. The following data was provided: initial result = 339.28 miu/ml. Repeat result on same sample = <1.2 miu/ml no impact to patient management was reported.